Event description:
It was reported that a patient with a lead 977a260 vectris mrics compact implant experienced stimulation in unwanted places, specifically the abdomen and pelvic region, and a return of pain. Lead migration was identified by the physician during a revision procedure. The migrated lead was explanted, and an attempt to implant another lead was unsuccessful. The remaining lead was kept implanted and connected to a new upgraded battery. The issue remains ongoing and unresolved. Additional information was received from the manufacturer representative (rep). It was reported that the rep clarified the physician had difficulty accessing the epidural space which is why it was unsuccessfully implanted.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 02-jun-2024, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 26-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.